Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed episodes of noise reversion due to external noise. The patient is pacemaker dependent and the noise resulted in a pause. The patient was out of the country at the time of the event and has since been fine. No further noise episodes have been seen and the patient will continue to be monitored remotely.